Manufacturer narrative:
On the (B)(6) 2021, a customer in singapore reported to biomérieux that they have obtained potential misidentification of gram positive bacilli with the product vitek ms instrument (ref. (B)(4), serial number (B)(6)). The first incorrect ID by user could not be reproduced. However, the user is also unable to confidently report this isolate as corynebacterium auriscanis as per vitek ms. There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Investigation the investigator searched the complaints database looking for any other similar reports. Since (B)(6) 2016, only one complaint has been recorded regarding the misidentification to enterobacter asburiae / enterobacter instead of corynebacterium resistens from the same customer site and one for the misidentification as enterobacter asburiae / enterobacter cloacae instead of corynebacterium resistens but on vitek ms kb v 2.0 (sap # (B)(4)). There are no capas nor non-conformities that can be linked with customer 's complaint. Fine tuning status good at the time of acquisition spot preparation quality the customer¿s spot preparation quality was not optimal. The sample ¿all peaks¿ values are heterogeneous. Kb review the expected identification is unknown because no reference method was used to confirm the expected identification. Raw data analysis and comments: for the initial tests performed on (B)(6) 2021, customer obtained one low-discrimination to enterobacter asburiae / enterobacter cloacae but data were not provided. By reprocessing the customer data with vitek ms kb v3.2, spectra led to an identification to corynebacterium auriscanis but with a very low score which is near the acceptable limit (-0.4) for giving an ¿identification¿ result or a ¿no identification¿ result. The species may not be present in the vitek ms kb v3.2; in a similar complaint ((B)(4)) the strain was identified as corynebacterium resistens (based on full-16s sequencing) which is not present in the vitek ms database. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. (B)(4): testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ customer has to confirm the identification with reference method (sequencing). Root cause the root cause appears to be due to a known system limitation - organism species not present in vitek ms kb v3.2. Vitek ms r&d department has recorded a change request (cr n°2908) in order to add corynebacterium resistens to a future vitek ms knowledge base. Service provided the customer with additional training materials to help improve their spot preparation technique (video, training ).

Event description:
Intended use: vitek¿ ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek¿ ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek¿ ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Incident description: on (B)(6) 2021, a customer in (B)(6) reported to biom¿rieux that they obtained a potential misidentification of gram positive bacilli with the vitek ms instrument (ref. 410895, serial number (B)(4)). The sample was isolated from a positive biopsy culture. Culture examination upon full 24 hours incubation : no growth on choc, macconkey and pea media plates. Few colonies of growth on tsa with 5% sheep blood (tsab) media from both direct sample inoculation (i.e. Primary plate) and subculture tsab from cooked meat (scm). Colony morphology : tiny to small, alpha-haemolytic colonies, slow-growing gram morphology : gram positive rods (diptheroid-like). User performed ID using vitek ms from the tsab culture plates on (B)(6) 2021, and the results were: primary tsab : low discrimination to enterobacter asburiae / enterobacter cloacae. Scm tsab : no identification. Due to inconsistent vitek ms ID vs gram morphology, the user repeated vitek ms testing: primary tsab : single choice to corynebacterium auriscanis 99.9%. Scm tsab : no identification. No information on patient state of health, patient therapy regimen or change of antimicrobial therapy has been made known to the lab. There was no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation will be initiated.